Event description:
A pt was admitted to the medical center burn unit with a 17% tbsa deep partial thickness scald burn (from hot tea) on the chest, abdomen, chin, and upper arms. Approx 12 hours after the burn, transcyte was applied. The next day, the transcyte looked fine, with 95% adherence. The pt was spiking high fevers between 40.0 and 40.5 c (104-105 f). This was not unusual for pt, but a complete septic work-up was done with blood and urine cultures and x-rays. This work-up was negative. On the second day, the transcyte still looked good, though there was some loss of adherence, now estimated at 85%. The fevers continued. On the morning of the third day, at the dressing change, it was noted that 90% of the transcyte was now non-adherent. When it was removed, however, the wound bed did not appear infected; in fact the wound bed looked good. Because of this, no wound bed cultures were done. Silvadene dressing was applied and the fevers subsided. Because of the unusual presentation, with no signs of wound bed infection, dr wonders if this might have been an allergic reaction. There were, however, no other signs of allergy; no rashes, no airway problems, etc. Another possibility is a sub-clinical infection. For example, staph organisms can produce toxins that cause fevers to spike. The rapid resolution after transcyte removal and treatment with silvadene would be consistent with this possibility.